Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model and lot # which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient in (B)(6) experienced buried bumper. The bumper was loosened and removed after a lot of effort. A hospital nasal tube was placed.